Manufacturer narrative:
Tracking #457395-0; date sent: 7/7/2006.

Event description:
It was reported the 440 stud was broken on the handpiece. There were no details available on when it happened, but no patient consequence occurred.